Event description:
Reporter indicated the patient underwent vns therapy replacement surgery for end of service and lead discontinuity. The pulse generator was returned to the manufacturer and is pending product analysis. The lead was not returned. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.